Event description:
It was reported that 2 of the bd plastipak¿ syringes were cracked. The following was received by the initial reporter: during compounding it was noticed that 1 tray contained two cracked syringes.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 3110973. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate barrel crack incident. No root cause can be determined as no samples were received. Short count in packages were by acknowledged by quality engineer based on reported information. Potential root cause for the short count defect is associated with the packaging process. This defect is occurring below an expected rate so no corrective actions will be made at this time. However, issue reported for barrel crack was not confirmed with limited information. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd plastipak¿ syringes were cracked. The following was received by the initial reporter: during compounding it was noticed that 1 tray contained two cracked syringes.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.